Manufacturer narrative:
Device manufacture date updated to oct 20, 2014.

Manufacturer narrative:
Concomitant products: biomet smooth knee stem 16x80, part number: 145026, lot number: 470050. Biomet smooth knee stem 14x80, part number :145024, lot number: 316550. Vanguard dual articulating 360 o/s tibial tray, part number: 161431, lot number: 3535584. Vanguard ssk 360 left femoral 65 mm, part number: 185284, lot number: 3603059. This product is manufactured by zimmer biomet in (B)(4) and is not cleared or distributed in the u.s., however, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k042757.

Event description:
It has been reported that following a total knee arthroplasty, the patient underwent a polyethylene revision due to dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2017-08428.